Manufacturer narrative:
Event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device was programmed for one hour but finished delivering the medication in 30 minutes. It was unknown if there was any patient harm.

Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed the pump in good condition. No issues were found in the event history log. Functional testing was unable to replicate the reported issue. No root cause was determined as the pump did not have any problems. The pump was cleaned, greased, and calibrated. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.